Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that the surgeon related to the nurse that he used a chd33 circular stapler to create an anastomosis in the pts bowel. When the staple line was checked, it was reported to have a number of leaks. The surgeon hand sewn over the area to complete the case. There was no consequence to the pt.